Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized. Customer's blood glucose was unknown at the time of the incident. It was stated that the customer was admitted due to mental issues and high blood glucose but declined troubleshooting for high readings and the hospital lost her meter. The insulin pump will not be returned for analysis. Frn reservoir unknown; unomedical infusion set.